Manufacturer narrative:
(B)(4). One actual used set (product code (B)(4), lot unknown) was received for analysis with a minicap attached to the dark blue connector. Visual inspection was performed with the naked eye and magnification and no issues with the main body were noted. Functional testing including leak testing, clear passage test, clamp function test and integrity of seal surface testing were performed. All functional testing performed on the 5c4482 product was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set mainbody was broken. There was no patient injury or medical intervention associated with this event. No additional information is available.